Event description:
A male underwent evar in 2008. As anticipated, the contralateral gate opened above the bifurcation in the aaa due to a narrow distal aorta. During the review of the CT scan, although the l1 calculated to be 105mm, the distance from the lowest renal artery to the distal margin of the aaa measured 74mm in length. The amount of aortic angulation was taken into account and the physician felt comfortable that sufficient length was available so that the contralateral gate would open in the aneurysm. The diameter of the distal aorta was also felt to be sufficient to accept the contralateral iliac leg. The ipsilateral iliac anatomy was also calcified and tortuous, but had sufficient caliber to accept the 36mm zenith delivery system. When the flex main body was deployed, the gate opened fully in the aneurysm as expected, it was found, however, that the distal aorta was much more heavily calcified than the physician had appreciated from the pre-op CT scan. This narrowed distal aorta precluded cannulation of the gate and the decision to deploy a 36mm converter and convert to aui was made after completing the ipsilateral side. The converter could not be inserted on the first attempt. The vessel was tested using a 24 french jcds dilator, which went up without difficulty. After removing this dilator, a second (unsuccessful) attempt was made with the 36mm converter. Next, an attempt to place a 32mm converter was also unsuccessful. The decision was then made to acutely convert the pt to open repair and explant the devices.

Manufacturer narrative:
Event evaluation: still under investigation.